Manufacturer narrative:
Device investigation on the received parts found damage on the conductive link and at the receiver coil of the implant demodulator, as it appears typical for having been caused during surgery. The overload fracture found at the conductive link can well explain the missing device function since revision surgery. Previously a revision surgery was carried out for repositioning of the floating mass transducer (fmt) since the conductor link was dislocated. In addition, inflammation in the radical cavity was stopped and to the ear canal was closed. Prior to this implant related revision surgery the device was working.

Event description:
A surgery took place on (B)(6) 2019 to stop inflammation in the radical cavity and to close the ear canal. It was then found that the conductor link was dislocated (not due to the inflammation), so the floating mass transducer (fmt) had to be repositioned. Prior to the revision surgery the device was working. Afterwards, there was no longer any hearing impression with the implant. Recipient was re-implanted on (B)(6) 2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A surgery took place on (B)(6) 2019 to stop inflammation in the radical cavity and to close the ear canal. It was then found that the conductor link was dislocated, so the floating mass transducer (fmt) had to be repositioned. Re-implantation is planned.